Event description:
It was reported by the customer when inserting aline and connected tubing, unable to flush. When looking at tubing in the light, you can see what appears to be an extra piece of plastic causing obstruction. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.